Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) external monitor input, ap waveform is unstable. The ap waveform of the external monitor input was temporarily displayed low. There was no harm to patient reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the operation check has been carried out. No reproducibility. Just to make sure, the fse washed and cleaned the external input connector and external input cable, and conducted an electrification test for the monitor cable. After each work, fse checked the operation based on the inspection record sheet and confirmed that it is working well at the moment. All functional and safety checks performed to meet factory specifications.

Event description:
N/a